Event description:
Dexcom g6 sensor adhesives now are causing severe skin rashes with raised erythematous rashes at each insertion site. This is my fifth site that has resulted in significant rashes upon insertion despite prepping area with fluticasone nasal spray as suggested by manufacturer. The sensor adhesives are also causing the areas to be extremely pruritic. FDA safety report ID# (B)(4).